Event description:
New information received notes that another occurrence of non-sustained rv lead noise due to myopotential oversensing was seen. Programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high frequent, small amplitude noise was observed in non-sustained rv oversensing episodes via remote transmission. Myopotential oversensing was suspected. It was recommended to bring the patient to the clinic for further assessment. No further information available. Patient condition was fine.